Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
The coronary diamondback orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion located in the mid left anterior descending artery. The vessel had a diameter of 3.5mm and was 80% stenosed. The oad was operated for two treatment passes, when the patient began to exhibit st elevation. The oad was removed and imaging revealed a vessel perforation. The perforation was sealed with a balloon tamponade, stent placement and additional balloon tamponade. There was a delay of thirty (30) minutes or more. There was no evidence of a significant effusion after the perforation, and no pericardiocentesis required. The patient was transferred to the intensive care unit (ICU) but presented with hypotension and fluid overload. Therefore, the patient was returned to the cath lab; the perforation was found to still be sealed, and the vessel was patent. Right heart catheterization was performed and showed pulmonary and filling pressures were very high. Per the opinion of the physician, this was due to the large volume of fluids received during treatment of the perforation. The patient was diuresed and recovered well.